Event description:
Customer reported that the alerts on his insulin pump keep him up at night and that the predictions are incorrect. Customer stated that the insulin pump will alert that he has low blood glucose when it is actually high, and when he attempts to deliver a bolus the insulin pump will automatically suspend it. He stated that he treated with manual injection. The blood glucose reading was 416 mg/dl. Customer also reported receiving alarms for no delivery. He was assisted in performing a fixed prime and stated that insulin did exit from the tubing. Customer removed the infusion set and stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.